Manufacturer narrative:
(B)(4). The device was manufactured from october 25, 2014 - october 26, 2014. The device was received for evaluation with 50 ml of fluid in its reservoir and with a label indicating that fluorouracil and 0.9% sodium chloride were used with the device. Visual inspection was performed and found no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed, and the results were within device specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under-infused an unspecified amount of fluorouracil. The rate and duration of the infusion is unknown. There was no report of patient injury and medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.